Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the colors kept fading in and out with the unit and the image became blurred.